Event description:
Reportedly, patient passed away on (B)(6) 2014 and his pulmonologist told the coroner that the device was only functioning 30-40% of the time due to a malfunction. The device will be returned for analysis.

Event description:
Reportedly, patient passed away on (B)(6) 2014 and his pulmonologist told the coroner that the device was only functioning 30-40% of the time due to a malfunction. The device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly. Electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, patient passed away on (B)(6) 2014 and his pulmonologist told the coroner that the device was only functioning 30-40% of the time due to a malfunction. The device will be returned for analysis.